Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message and powered off without user input. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced. The reported downstream occlusion alarms were verified through a review of the event history log and found to be caused by the downstream tubing guide depth out of specification. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported device powers off without user input was not verified. Should additional relevant information become available, a supplemental report will be submitted.